Event description:
Boston scientific crm received info that a revision of this atrial dextrus lead was planned due to a possible perforation. Since implantation, the pt had been experiencing chest pain and had a small effusion. Increased thresholds were also reported. However, the day of the planned revision the threshold measurement was within normal limits along with impedance and p-wave measurements. Therefore, the physician elected to not perform the lead revision. Pericarditis is now suspected. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.